Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4). This complaint was confirmed in the lab for broken occluder feet. Broken occluder mechanisms prevent proper clamping of the tubing and generally result in an internal tubing leak or lack of fluid shut-off through the set. The root cause is undetermined. A batch review for the manufacturing lot showed no related problems during production. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A nurse reported to baxter (B)(4) that the dark blue connector cannot connect the tubing tightly. The liquid leaked from the joint face. There was patient involvement, but no patient injury or medical intervention was reported along with this complaint.